Event description:
Patient presented back to the physician with continued tongue weakness despite recent steroid treatment. Physician recommended tongue exercises and noted that the patient has started speech therapy.

Event description:
Patient presented to the physician with prolonged neurapraxia, symptoms include persistent tongue deviation and dysarthria. Physician prescribed steroids and referred the patient to speech therapy. Re-evaluation scheduled for one month to reassess treatment response.